Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise, an increase in pace impedances, and loss of capture. The rise in impedances was previously noted, but the lead was not going to be revised until the device change out procedure. At this time, the pacemaker has been explanted and the rv lead has been surgically abandoned. No additional adverse patient effects were reported.